Manufacturer narrative:
The reporter indicated the lens had low vault, lens rotation by 90 degrees and was repositioned. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -16.50/+3.00/087 diopter, in the patient's left eye (os), on (B)(6) 2017. The reporter indicated the lens had a low vault and was repositioned. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.